Event description:
Customer reported an issue with the panorama central station's server, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. The system failure was due to a lack of preventive maintenance causing excessive dirt in the system. Corrections included replacement of the system's hard drive. Unit was safety tested to factory's specifications.